Event description:
- -

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed a lead safety switch had occurred for this atrial and right ventricular leads. A review of the daily measurements did not reveal any out of range measurement. Impedance, thresholds and amplitude measurements displayed normal measurements. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that this lead exhibited increased threshold measurements. During a device replacement procedure, the lead exhibited varying impedance measurements as confirmed by the pacing system analyzer (psa). Although the impedance measurements were varying they were within normal limits and not out-of-range. The physician elected to prophylactically replace the lead due to the age of the lead and the patient being pacemaker dependent. The lead was capped and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to available information, this system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.